Event description:
During egd with laser ablation of tumor, the laser fiber tip broke off. Tip was retrieved. Another fiber was used and the tip broke off. The tip was retrieved. A third fiber was used to complete procedure. The local sales rep was contacted and the failed fibers were sent with him.